Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.